Event description:
The hearing aid user came into the dispenser's office for a routine check up. The hearing aid specialist noticed the wax guards were missing from the aids. He examined the user's ears with a video otoscope and observed waxguards in both ears. The specialist removed the waxguards. There were no further problems, no redness, swelling, or draining.

Manufacturer narrative:
Methods: the aid was returned for repair on 8/31/1998. The material quality control manager performed a visual inspection using optical magnification, took photographs of the aid, and documented his findings. Results: the results of the evaluation of hearing aid serial number 96af14258 were that the sound outlet tube, which is the mount for the sentry ii wax guard was damaged during the usual monthly replacement, which is part of normal maintenance for the aid. Conclusion: the conclusion is that the integrity of the mount for the wax guard was damaged by the user. The wax guard fell off because the retention force was negatively impacted by the user's maintenance actions. Disposition: the aid was repaired and returned to the user.